Event description:
See MDR #3006425876-2012-00053 for the first catheter used on his pt. It was reported that a leak was noticed at the point of draining on may 7th. No chemotherapy was administered through this cvc. As a result, the catheter was removed and a third catheter was placed on (B)(6) 2012. No leak was noticed with the catheter. F/u info received on (B)(6) 2012 states the second catheter was placed in the pt's subclavian. Again, they found the catheter was leaking at the puncture site. The third catheter was placed femorally for the pt without incident. The pt outcome was fine and he returned home on (B)(6) 2012. It is unk what the composition was of the polyonics.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.